Manufacturer narrative:
The device has been received by the manufacturer for further evaluation. However, the investigation has not yet begun. (B)(6).

Event description:
The event occurred on an unspecified day in (B)(6) 2022 and involved a plum 360 infusion pump. A male diabetic was receiving total parenteral nutrition (tpn) through a central venous catheter for 24 hours, during 14 days. It was reported that the tpn was programmed to infuse in a range of 66 to 72 ml/hr, where the total volume was sufficient for 24 hours. The infusion ended one hour earlier than programmed. The customer stated per the hospitals protocol, the tpn is weighed prior to being dispatched to the service. The first time the event occurred, the pump was changed and this change was made three consecutive days due to the pump completing infusion one hour earlier than programmed with the three pumps. Once the infusion ended earlier, the patient was administered glucose 30% for one hour while the new tpn was installed. The pump was segregated in the electrical department. The ICU medical field service engineer stated that this pump was hit and it had the asm shield damaged. There was patient involvement, however no report of patient harm.

Manufacturer narrative:
An investigation was conducted and the pump's event history was reviewed. The customer did not specify an exact date on which the event occurred, they only commented on a speed range between 66 and 72ml/h with a time of 24hrs. The event history download was performed from the device and no schedules related to the customer complaint were found. A client protocol test was performed as follows: the device was programmed on channel a to deliver a volume of 1656 ml in 24 hours, at a flow rate of 69 ml/hr, resulting in 1657 ml delivered in 24 hours 0 minutes. 1656 ml *5% = (+/- 82.2 ml) with a tolerance of +/- 5%, the delivery value was found in the allowed range. The delivery margin of error was +1ml. Based on customer experience, the device terminated the infusion early. But the client's protocol tests determined that the device worked 24 hours 0 minutes without interruption and the infusion was completed without problems. Therefore, a probable cause was not found. In conclusion, during the client protocol test and product verification tests, the device infused correctly without over-delivery, it did not generate faults or technical alarms, or over programming produced by the keyboard.